Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture and high impedance. The lead was completely broken in half. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.